Event description:
It was reported that this pacemaker was part of the system revision due to infection. Reportedly, the patient developed hematoma after the operation then had an infection. No adverse patient effects were reported. The pacemaker was explanted.